Manufacturer narrative:
The insulin pump passed functional testing's including displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test. The device was received with normal operating currents and no unexpected off no power alarm or low battery alarm noted. The device passed the delivery accuracy test. The device was received with cracked lcd window, minor scratched lcd window, cracked case at display window corner, cracked battery tube threads, broken belt clip slot at battery tube threads area and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she was hospitalized two years prior to the call due to diabetic ketoacidosis. Caller stated that her blood glucose level was 400 to 500 mg/dl. The customer was wearing the insulin pump at the time of the incident. Caller reported that there were six additional instances of diabetic ketoacidosis; two while using insulin pump therapy. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.